Manufacturer narrative:
Additional, corrected and/or changed data: d.6b.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6

Event description:
Previous medwatch submission noted deflation against an abbvie device. Upon further information, allergan has determined that the related device was non-abbvie.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. The device was explanted and it will not be returned.